Event description:
It was reported that nexiva 24ga 0.75in y tubing was disconnected. The following information was provided by the initial reporter: when the patient turned over in bed, the ext. Tubing was separated from the connector.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/25/2021. H.6. Investigation: bd received an unused 24 gauge nexiva y-adapter with no packaging from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed residual tubing material inside of the y-adapter. The remaining tubing appeared to be jagged and stringing indicated that the extension tubing broke off instead of becoming detached. Based on the location and appearance of the damage, the tubing most likely snapped when a pull force exceeded the product specification. When a pull test was performed during the inspections, a very similar profile and location of a break was observed when a pull force exceeded specification. Therefore, it was likely that the tubing was pinched close to the adapter, and when the patient turned over it snapped. Examination of the tubing would be helpful in narrowing down the root cause. However, the tubing was not returned, so the analysis of the defect was limited to the v-adapter examination. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, without the extension tubing a definitive root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 24ga 0.75in y tubing was disconnected. The following information was provided by the initial reporter: when the patient turned over in bed, the ext. Tubing was separated from the connector.